Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip from the device became detached and was loose in the patient's abdomen. The doctor was able to retrieve the tip with no additional tissue dissection required. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The evaluation found the cannula cap was detached from the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.